Event description:
The facility's biomedical technician reported an infusion pump with failure code 7, found during pt use with no pt injury. Although attempts were made by baxter to obtain additional info from the reporting age of pt. The medication being infused was morphine from a 100 ml bag at a rate of 2 mg per hour. The volume to be infused was 0.1cc per hour. The tubing used was 2m9856, lot #r02124256. When the failure code occurred, the pump was switched out in order for the pt to complete infusion. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.